Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer kept receiving the low reservoir notification on the insulin pump. The customer stated that the insulin pump was beeping and that she received the lost sensor alert after changing the infusion set. The customer's blood glucose was 526 mg/dl. The customer treated herself with 12 units of insulin. Advised customer that she would be unable to calibrate if her blood glucose was below 40 mg/dl or above 400 mg/dl. Nothing further reported.